Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported she experienced elevated blood glucose while using the infusion set. Upon follow up on (B)(4) 2011, she stated that she inserted the headset at 7:30am and at 12:00pm, her blood glucose measured "hi" on her blood glucose monitor. She was not able to troubleshoot until she returned home later in the afternoon. She removed the headset and found the cannula was "folded over." She switched to a different type of infusion set and her blood glucose decreased. Her target blood glucose range is 140-160 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.